Manufacturer narrative:
The product was not returned for evaluation. The user reported that the adhesive was coming loose which caused the cannula to come out of the infusion site. A dislodged cannula could interrupt insulin delivery and may lead to hyperglycemia. No lot release records were reviewed because no product lot number was reported. Mylife omnipod insulin management system ¿ user guide. Model: ent450. 14518-5c-aw rev e 03/16. Using the pod 5 / page 42 warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient's blood glucose reached between 11.9 and 23.1 mmol/l (214 and 416 mg/dl) and upon inspection it was noticed the adhesive pad was coming loose which caused the cannula to come out of the skin. Hyperglycemia treated by patient with a correction bolus. The pod was worn between 4 and 24 hours. Pod site not indicated.